Event description:
It was reported to nova biomedical that a consumer received a 95 mg/dl on his blood glucose meter. The consumer did not believe that result to be accurate, so he decided to use his back up meter and received a result of 44 mg/dl, which he believed to be an accurate results because he reported he was experiencing a hypoglycemic event that did not require medical intervention. During the call to customer support, it was revealed that the consumer does not control solution test, their test strips for integrity before use as instructed in our directions for use. It was also revealed that the consumer improperly stores the test strips, which may contribute to a loss of integrity of the test strips. The consumer was educated on these directions for use at the time of call. The test strips and meter in question will not be returned for evaluation as consumer decided to continue use his back up brand meter.